Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges nose irritation, respiratory tract irritation. Asthma (new or worsening) and inflammatory response. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The 510k number and the exact recall number could not be provided as no device information is available. Possible recall numbers include z-1972, z-1973, and z-1974. H3 other text : device not yet returned to the manufacturer.